Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using u-200 insulin with the pump. Tandem customer technical support informed customer that u-200 insulin is off-label per the user guide. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.